Manufacturer narrative:
Additional information b5: the customer indicated they thought the blue key (slide clamp) was pushed down some which impeded the flow. Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had flow rate accuracy as the fluids were not delivered at the programmed rate during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.